Event description:
A remstar auto device was returned to the service center for evaluation. There was no initial alleged complaint found. During the evaluation of the device at the third-party service center, the device was visually inspected and noticed the connecter was burned. Upon review of the reported event, the service center has been instructed to return the device to the product investigation lab (pil) for further investigation.